Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. Additionally, a review of complaint history, the device history record, quality control data, and trends was also performed. One ngage nitinol stone extractor was returned for evaluation. The device was returned with the handle in the closed position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The support sheath is slightly bowed in appearance. A functional test noted the handle does not actuate the basket formation. A kink is noted in the basket sheath 43 cm from the nose of the mlla. A scrape mark can be felt on the basket sheath approximately 25 cm from the nose of the mlla. The basket sheath feels smashed near the distal tip. The customer stated "prior to use" in the description, however, blood was noted on the basket sheath. The handle was disassembled. The basket formation could not be manually actuated. The basket assembly feels stuck, possibly from the smashed basket sheath. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and two non-conformances were identified; however, all non-conforming product was either scrapped or re-worked as appropriate, prior to final processing. A review of complaint history revealed this is the only complaint associated with complaint device lot number 7494191. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing an unspecified procedure, the physician opened a package containing an ngage nitinol stone extractor. The physician tested the device and found that the basket failed to retract completely. The physician completed the procedure by using another ngage nitinol stone extractor. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as the device did not come in patient¿s contact.